Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented with a pocket erosion. The physician elected to surgically intervene and removed the device. All other system components remained unchanged, as they consider future implant options; specifically should another sicd be selected for replacement. The patient remains under medical care until final decisions have been made. No other adverse patient effects have been reported.